Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the nurse noted that an unspecified medication was infusing faster than expected and the nurse stopped the device. Although the customer stated that the unknown intervention was performed, there was no adverse effect caused to the patient from the event.